Event description:
Posterior l4 - s1 lumbar instrumented fusion screws disassembled on manipulation during installation. The patient selected for implantation had ddd and neural foraminal compression from l4 - s1 and vertebral collapse on the right side of l5. Due to patient anatomic structures, the implanted s4 screws remained misaligned. The surgeon attempted to use a pre-lordosed 45 mm rod with the concave side facing medially to capture the misaligned screws. Upon manipulation of the polyaxial heads, rod, and patient anatomy, no success was achieved. The surgeon found that the degrees of freedom of the polyaxial were reduced upon application of the rod. In the process of attempting to capture each screw with the rod, the polyaxial heads were manipulated and some "fell apart". The surgeon removed all of the hardware and replaced. No injury was reported. Delay time is unknown at the time of report.

Manufacturer narrative:
The following s4 implants devices were involved in the reported event: model number: sw787t; brand name: s4 polyaxial screw 7.0x50mm; lot number: 51313451 (qty:1); lot number: 51281607 (qty: 1). Model number: sw788t; brand name: s4 polyaxial screw 7.0x55mm; lot number: 51241570; qty: 1. Model number: sw777t; brand name: s4 polyaxial screw 6.0x50mm; lot number: 51402958; qty: 1. Model number: sw656t; brand name: s4 pre-bent rod, 5.5x45mm; lot number: 51459506; qty: 1. Model number: sw790t; brand name: s4 set screw new version; lot number: 51413114 (qty: 1), lot number: 51345301 (qty: 1), lot number: 51477480 (qty: 1), lot number: 51416722 (qty: 1). Devices will be forwarded to manufacturer for evaluation.